Event description:
It was reported that balloon rupture occurred. The target lesion was located in the right coronary artery(rca). A thrombosis suction catheter was used to reperfuse the occluded proximal rca. The lesion was observed with an intravascular ultrasound (ivus)catheter and a 4.0mmx16mm promus premier stent was deployed. Following stent deployment, a 12mm x 4.50mm nc quantum apex¿ balloon catheter was advanced to post-dilate the target lesion. However, the balloon ruptured at 13 atmospheres. The device was completely removed from the patient. The procedure was completed after angiography confirmed that there were no complications and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the target lesion was 90% stenosed and was located in a moderately tortuous and non calcified rca.